Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of sped in relation to the reported symptom, "sometimes will not turn on", which was observed during eval. Eval determined that the on/off key was intermittent which corresponds to the customer reported symptom. The intermittent keypad response was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. See scan page.

Event description:
It was reported that a spectrum pump "sometimes will not turn on". It was also reported there was no pt injury. Any pt involvement, injury or med intervention is unk.